Event description:
Clamping - "during several time the surgeon had difficulties to re-open the clip after clamping. The clamp mechanism generated crackling noise and it was necessary to force in order to re-open it. Serial (B)(4)." Intervention - "left colectomy." Patient status - "good."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection of the unit, engineering confirmed that the handle trigger could get caught in the latched position if the trigger was pulled towards one side when latching. The device met all other mechanical and electrical requirements. The root cause of the incident experience is due to the handle latching mechanism of the device. If the handle trigger component is not completely centered within the handpiece, it is possible for the user to latch the trigger off-center and have the trigger catch on internal handle components when unlatching. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, device enhancements are in process for the handle latching mechanism, which will help prevent the handle trigger from being pulled out of alignment. This document represents our final report.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.